Event description:
The surgeon discovered the tibia fractured 6 weeks post-surgery. No further information was available.

Manufacturer narrative:
The surgeon discovered the patient's tibia fractured 6 weeks post-surgery. The plate and screw did not break. X-rays were assessed and found the that the plate and screw appeared intact. The patient's bones exhibit significant osteopenia. H6: f24: insufficient information, f25: unanticipated adverse device effect h6: a26: insufficient information h6: d15: cause not established h6: b22: insufficient information available.